Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The drill head has split in two pieces and has come free from the drill shaft. The break is a clean shear. The actuator wire is spiraled in the forward drilling position.

Event description:
It was reported the retrograde 8.5mm drill bit broke into four pieces. A back up device was utilized to complete the procedure. All pieces successfully recovered and no patient injury or complications were reported.